Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 3.7, reference: 3.4, mean: 3.55, confidence limits: 2.0-5.0. The 4.4 inr was excluded from comparison test since no corresponding reference or repeated inratio2 value was provided. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with doctor's point-of-care (poc) device. Results as follows: date: (B)(6) 2011, inratio2: 4.4, doctor's poc: ng. Date: (B)(6) 2011, inratio2: 3.7, doctor's poc: 3.4. On (B)(6) 2011, doctor asked pt to hold her coumadin for a day due to inratio2 result.